Manufacturer narrative:
Evaluated one open and used reservoir. Performed pre-fill reservoir test using a new lab transfer guard. Found no air bubbles anomaly during analysis. Checked o-ring for defects and none was found. Conclusion: no air bubbles. Also ran basal bolus leaking test as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoirs and connectors into 5xx pump. Conclusion: reservoir not leaks and no air bubbles.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir had leak at past second o ring and air bubbles. The customer¿s blood glucose level was 329 mg/dl at the time of incident. Customer stated that self test were passed. Customer reports the type of moisture exposure was insulin. Customer stated that the size of air bubbles was 4 pinheads, 1 q tip. The reservoir will be returned for analysis.